Manufacturer narrative:
Additional information: additional information was received that the previous lot number provided was incorrect. The probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was bent. With markers attached and fully seated, the probe returned a good geometry error but a high divot error due to the bent tip. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the ball tip probe was bent. There was no patient involvement.